Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to ER for device removal due to severe left leg pain for 10 days after implant. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.